Event description:
The facility reported a pump with an invalid channel "c". This event occurred during pt use. There was no pt injury or medical intervention reported; however, there is an incident report associated with this event. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.